Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the up arrow, down arrow, and ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 08/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/04/2016 with the following findings: the up arrow, down arrow, and ok keypad buttons were under responsive. The keypad cover was removed and there were no defects found to the button contacts or to the keypad flex cable. The pump casing was opened and there was evidence of moisture found on the keypad connector on the printed circuit board.